Manufacturer narrative:
The device memory was reviewed by a boston scientific engineer. The low voltage fault was confirmed and was declared on (B)(6) 2013 due to three daily voltages below the threshold of 3.025 volts. No other faults or resets were stored within the device memory and therapy was not affected. A longevity calculation confirmed the device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate. Engineers recommended a device replacement within a two week time period. The device was subsequently explant and replaced. The device has since been returned for laboratory analysis. Upon completion from analysis, this report will be updated.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
Boston scientific received information that that this patient heard beep tones emitting from device. The device was checked and upon interrogation, a low voltage fault was observed. Boston scientific technical services (ts) discussed the device battery is depleting due to a high current leak and recommended replacement.